Manufacturer narrative:
Additional information was received indicating that the post-implant dilation was performed due to moderate central aortic regurgitation (ar) was noted immediately following the initial valve implant. Conclusion: the images provided for review confirm the intra-valvular leak. The second valve was observed to be correctly implanted. The report of a valve leaflet no longer being attached to the valve stent could not be confirmed via image review. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Central aortic regurgitation and paravalvular leak can be caused by a variety of factors, including valve positioning, patient anatomy, or the presence of pre-existing patient conditions. In this event, a post-implant balloon aortic valvuloplasty (bav) was performed with a 28mm non-medtronic (z-med) balloon, after which as a result, severe central aortic insufficiency and severe paravalvular leak were reported. It was reported that a leaflet may have detached after the post-implant dilation. The device instructions for use (IFU) states, ¿if valve function or sealing is impaired due to excessive calcification or incomplete expansion, a post-implant balloon dilatation (pid) of the bioprosthesis may improve valve function and sealing. If the heart team determines that balloon dilatation is appropriate, consider all of the following factors when selecting the dilatation parameters to ensure patient safety: balloon model, balloon size, balloon position, inflation pressure, and patient anatomy.¿ based on the available information, preliminary assessments of the cause(s) of the leaflet damage reported in the event description suggest that a post valve deployment intervention is possibly among the factors leading to the damage of the leaflet and subsequent severe central aortic insufficiency/paravalvular leak. It was stated that the user used a z-med balloon, which is a "compliant or semi-compliant" balloon. Per IFU, post-implant balloon dilatation sizing, the maximum balloon size chosen for dilatation using a compliant and semi-compliant balloon for the 34mm evolutr valve is 28mm with an applied inflation pressure of no greater than 2 atmosphere (atm). In this case, it was noted that the user followed the balloon size and balloon placement per IFU. However, we were not made aware of the inflation pressure used with the 28mm balloon. In this case, the information indicates that the post-implant bav may have contributed to the leaflet damage and led to the central aortic insufficiency/paravalvular leak, as it was reported. Updated: b5, h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that nine days after the implant of this transcatheter bioprosthetic valve, it was reported that the bioprosthetic valve leaflet may no longer be attached to the valve stent. As a result, severe central aortic insufficiency and severe paravalvular leak (pvl) were reported. Subsequently, two weeks after implant, a second valve was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that the leaflet may have detached after the post-implant dilation with a 28 mm balloon. Chest pain was reported. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.